Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main legacy full height drawer 6 was clicking and falling. The field service engineer was able to resolve the issue by replacing a new position sensor, ensuring all cables were properly connected, and removing debris from all pockets. The system functioned as intended after the field service engineer troubleshooted the device.